Event description:
Pt had this implant placed at another facility following mastectomy and reconstruction. Over the intervening months, the left implant started to lose volume with obvious deflation of the left saline implant. Pt sent to surgery for removal and replacement. In surgery implant noted to have a pinpoint hole in anterior surface.